Event description:
Pt states that her ms3 pump sn (B)(4) is asking for her to set up time and date and other set up questions. It looks like infernal memory has been wiped. Pt was not wearing pump. It is available for return to be looked at. No clinical injury. Pt using back up pump. No ae. Reported to (B)(4) by pt/caregiver. Dose or amount: 122.7nkm, frequency: continuous, rout: sub-q. Dates of use: from (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: pah.